Event description:
The field service engineer encountered a problem with the drive mechanism during a quarterly source exchange. This prohibited the source from fully deploying into the transport container or retracting back into the safe. Emergency procedures were followed allowing the source to be inserted into the emergency container. The engineer was exposed to a slightly greater than typical dose which was well within the regulatory limit for occupational exposure.

Manufacturer narrative:
To investigate the problem, the engineer disassembled the drive mechanism and found the grooves in one area of the cable drum were "mashed" which caused the source cable to improperly align in the grooves and jam. In addition, several teeth on the gear wheel were also damaged. This damage appears to have been caused when the emergency stop function was engaged but was unsuccessful in retracting the jammed source cable, thus causing extreme wear on the gear. The unit was cleaned and the cable drum and gear wheel were replaced. The system was tested repeatedly and found to be functioning properly. The cable drum and gear wheel will be examined closely during the next source exchange to look for any unusual wear.